Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering was unable to perform the cut test due to a broken grip cable. Engineering found a broken grip cable. The one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at wrist were not damaged. The electrical continuity testing passed. Additionally, engineering found an indentation on the edge of the distal pulley. The last finding was print removed from extension tube. The part of the print was removed from the extension tube measured roughly about 0.356 x 0.188. Engineering concluded the damage was most likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.

Event description:
It was reported during a da vinci si hysterectomy procedure that the monopolar curved scissors instrument was noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.